Manufacturer narrative:
Continuation of concomitant products: adsr01 device; implanted, (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented for shortness of breath and intermittent capture of the right ventricular (rv) lead. The patient had underlying 2:1 block with a ventricular rate of the 30's. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.